Event description:
Report received of a patient who reported receiving a "shock" from the device while in clinical use. The pump was initially programmed in the pca only mode to deliver dilaudid 0.2mg/ml, a 0.2mg pca dose, a 10-minute patient lockout, and a 3mg 4-hour limit. During the patient's hositalization, the pca was changed to deliver in the pca only mode, morphine 1mg/ml, a 1mg pca dose, a 6-minute patient lockout, and a 17mg 4-hour limit. The patient reported, "occasionally feeling shocked, liked touching an electric fence" at their IV access site when the patient pendant was pushed. The device was not removed from clinical service at the time of the event because the patient had reportedly "joked" about receiving shocks with the nurse and the incident was never reported. There were no reported adverse patient sequelae. Though requested no additional info was provided.